Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removing the dilator, when aspirating, air ingress was observed. Air was also aspirated upon insertion of the catheter despite aspirating two 20cc syringes. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Analysis of the returned sheath did not find any abnormalities or defects that could have contributed to the associated allegation.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removing the dilator, when aspirating, air ingress was observed. Air was also aspirated upon insertion of the catheter despite aspirating two 20cc syringes. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported a pressure bag 300 mmhg was used for irrigation. No leak or air in the patient was observed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removing the dilator, when aspirating, air ingress was observed. Air was also aspirated upon insertion of the catheter despite aspirating two 20cc syringes. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported a pressure bag 300 mmhg was used for irrigation. No leak or air in the patient was observed.

Manufacturer narrative:
B.5. Describe event or problem - updated. D.9. Device avail for evaluation, returned to MFR date - updated. H.6. Evaluation method, result & conclusion code - updated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.